Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up, the motor drive unit handpiece was starting to heat up. There was a back-up device available, and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H3, h6: the reported device, was received for evaluation. A visual inspection revealed a discolored cable. Discolored cable is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. A functional evaluation was performed on the returned device and a handpiece sensor fault error was found. No overheating noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. The root cause has been associated with an electrical component failure. Factors that could have contributed to the failure include a failure of the reed switch or damage on the hall board which may contribute to a short circuit. No containment or corrective actions are recommended at this time.